Manufacturer narrative:
Block h6: imdrf impact code f2202 is being used to capture the reportable event of endoscopic procedure. Imdrf impact code f2203 is being used to capture the reportable event of imaging required. Device code a1406 is being used to capture the reportable event of inflation problem.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system placement procedure was performed on (B)(6), 2024. On (B)(6) 2024, the patient experienced vomiting and abdominal pain. An abdominal x-ray confirmed that the balloon was hyperinflated. A balloon removal procedure was performed on (B)(6) 2024. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Correction: block b5. The IFU indication was added. H6 coding. Block h6: device code a23 is being used to capture the event of use of device issue - user error. Block h6: imdrf impact code f2202 is being used to capture the reportable event of endoscopic procedure. Imdrf impact code f2203 is being used to capture the reportable event of imaging required. Device code a1406 is being used to capture the reportable event of inflation problem.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system placement procedure was performed on (B)(6) 2024. On (B)(6) 2024, the patient experienced vomiting and abdominal pain. An abdominal x-ray confirmed that the balloon was hyperinflated. A balloon removal procedure was performed on (B)(6) 2024. According to the information provided a blue dye was used when implanting the bib orbera balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system placement procedure was performed on (B)(6) 2024. On (B)(6) 2024, the patient experienced vomiting and abdominal pain. An abdominal x-ray confirmed that the balloon was hyperinflated. A balloon removal procedure was performed on (B)(6) 2024. According to the information provided a blue dye was used when implanting the bib orbera balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6: device code a23 is being used to capture the event of use of device issue - user error. Imdrf impact code f2202 is being used to capture the reportable event of endoscopic procedure. Imdrf impact code f2203 is being used to capture the reportable event of imaging required. Device code a1406 is being used to capture the reportable event of inflation problem. Block h11: the orbera device was returned for product analysis, also the customer provided some pictures. A media and visual inspection were performed. The photos confirm the hyperinflation of the balloon; it can be seen a line that indicates the presence of air in the balloon. Regarding the visual inspection, the device returned deflated and colored blue. Based on all the gathered information, the selected probable cause is known inherent risk of the device, as the adverse events are known, documented in the labeling, and all reasonable steps have been taken to mitigate them (including both short- and long-term known complications or adverse reactions). A review of the product labeling revealed that the device was used in a manner inconsistent with the labeled indications. According to the instructions for use (IFU), the igb is placed in the stomach and filled with sterile saline. The IFU contains detailed device information and usage instructions, and there is no evidence of any issues with the translation, wording, or graphics of the IFU or labeling.